Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir was in his bladder. Removed all components and replaced with tactra. Additional information was received. Device did not migrate, it was always in bladder. Patient had bladder control issues.